Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during implant attempt the lead dislodged, was repositioned, had positioning/fixation difficulty and had threshold that was high/unstable/unmeasurable. The physician chose to not implant the lead, rather another right atrial lead was used. No patient complications have been reported as a result of this event.